Event description:
During use for a cardiopulmonary bypass procedure, the roller pump exhibited a metal on metal sound and then stopped turning. The pump was replaced with another device. There were no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation begun but no conclusion have been made.